Manufacturer narrative:
Updated fields: a1, b4, b5, e2, e3, g3, g4, g7, h2, h4, h6, h10. Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit. There was no patient involvement and no adverse event was reproted.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and found that safety disk not working. To fix the issue, the fse replaced with customer's purchase part, and performed and passed all functional tests. The iabp was then handed over in good order to the customer for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.